Manufacturer narrative:
The product and corresponding data logs were returned and analyzed. Data logs confirmed two instances of high purge pressure and flow saturation. The product was evaluated and a large clot was found wrapped around the impeller and around the purge gap. The clinical also notes this patient had clinical factors making them susceptible to clotting. Based on this evidence, the root cause of the high purge pressure was likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 42 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, saturated flows were exhibited that led to device explant. The patient was deemed stable. Although a clot was found wrapped around the motor housing, there was no injury sustained.